Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown

Event description:
It was reported that the bd micro-fine ultra¿ pen needle experienced a cannula that broke off. The following information was provided by the initial reporter: a patient brought one pen needle, stating that the needle npe broke off when the pen needle was detached from the pen and the broken needle was trapped at the pen side.

Event description:
It was reported that the bd micro-fine ultra¿ pen needle experienced a cannula that broke off. The following information was provided by the initial reporter: a patient brought one pen needle, stating that the needle npe broke off when the pen needle was detached from the pen and the broken needle was trapped at the pen side.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 14-oct-2022. H6: investigation summary: twenty seven sealed 32g x 4mm pen needle samples were returned from lot. No. 4072139 and thirteen sealed 32g x 4mm pen needles were returned from lot. No. 0343953 along with four photos. Visual examination was carried out on all returned samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. H3 other text : see h10.